Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp pump placed to support a patient admitted in with a st elevation myocardial infarction. There was an access site bleed the day after insertion. The team troubleshot the issue with stitching, injecting lidocaine, and two units of red blood cells. These medical interventions and manual hold remedied the issue. The impella cp was exhanged for an impella 5.5 the next day. The patient survived the explant.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of access site bleeding is determined to be use issue because the bleeding was resolved by placing a two stitches around the sheath. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21405.